Event description:
It was reported that the patient died. The 95%-100% stenosed target lesion was located in the left anterior descending artery and right coronary artery. Pre-dilatation was performed with a 2.0 x 20 mm non-boston scientific (bsc) balloon catheter. Following deployment, a 2.50 x 32 mm synergy drug-eluting stent was implanted, and subsequently, another non-bsc drug-eluting stent was deployed in the left circumflex artery. However, hypotension was developed by the patient, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was administered immediately, but blood pressure continued to decline, and the patient died. The physician believed to be the cause of death was cardiac arrest.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.